Event description:
It was reported that the collimator on the 9800 system is not working properly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator. The system was tested and found to be working as intended and placed back into service.